Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response on up arrow button due to corroded keypad traces. The insulin pump did not react on its own. No number ramping noted. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 277 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.